Event description:
Customer reported an unexpected negative reaction while testing patient sample with panoscreen I and ii and panocell-10, lot 45814. Crossmatch testing was positive with two units of donor blood at immediate spin. The technician performed pre-warm technique with the crossmatch and the autologous control was negative. The patient sample was determined to be compatable, having a cold antibody. Patient was transfused with two units of blood. Patient has had what seemed to be a transfusion reaction with the two incompatible units, one of which was not given in full. Customer believes that the technician has made an error by calling the antibody a cold agglutinin when the auto control was negative (normally positive with patients demonstrating cold antibodies).

Manufacturer narrative:
Panoscreen I and ii, lot 44799 expired before complaint was received in laboratory. A review of manufacturing documents was performed.bulk testing reactivity:cell I c=4+, e-4+, p1 = 4+cell ii p1=4+final release testing:cell I c=3+, e-3+, s = 2+cell ii s=2+no manufacturing or quality issues noted.reactivity of the c, s, e and p1 antigens were confirmed on retention panocell-10, lot 45814.customer did not send sample for further serological testing.